Manufacturer narrative:
The reported event of difficult removing the ventricular lead from the header was confirmed. Analysis revealed this device has the header design known to have lead insertion and removal difficulties. This caused the v-lead to become stuck and hard to remove from the header. Actions have already been taken to prevent reoccurrence. A header re-design has been implemented to correct this issue. No other anomalies were seen.

Event description:
Related manufacturer reference number: 2017865-2025-12712. It was reported that the patient presented to the hospital for a pacemaker exchange. During procedure, the right ventricular (rv) lead was stuck in the pacemaker header. The physician made several attempts and was able to successfully remove the rv lead from the header. The pacemaker was explanted and replaced. The rv lead tested normal and was connected to the new pacemaker. The patient was in stable condition.